Manufacturer narrative:
A: no patient involved. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that a centrimag console on a patient had the device alarmed "set pump speed not reached" and auto adjusted to 0 revolution per minute (rpm) 6 times in 24 hours causing the patient¿s oxygen saturation (spo2) to drop into the 70s %. Prior to event, the speed was 4100/lpms 4.3 then it went to 0/lpms. The device was changed out. It sounded like it was the same "pump speed not reached" for all 6 times.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag system stopping unexpectedly with an active ¿m5: set speed not reached¿ alarm was not confirmed. The centrimag console (serial number (B)(6) was not returned for analysis, and no log files were provided. Questions regarding the event were asked multiple times and no responses were received, and available information for this event indicates that the equipment was successfully exchanged to resolve the issue. The root cause of the reported event was unable to be determined through this analysis. Review of the device history record for the centrimag console, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual provides information regarding emergency/troubleshooting in section 10. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 12.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including m5 alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.